Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. The fse replaced na electrodes; flowcell; ratio pump; carbon bridges and sample probe to resolve the issue. The primary cause was not identified. (B)(6).

Event description:
The unicel dxc 660i synchron clinical system generated false high na (sodium) results on two patient samples. The results were not reported outside of the lab. There was no impact to patient treatment. The customer stated quality controls (qc) was run before the event and the results were within ranges. Qc run after the event flagged high. Please refer to 2050012-2015-00335 for event that occurred on (B)(6) 2015.